Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that an unsuccessful attempt was made to insert the is-1 terminal connector into the appropriate port of a laboratory device. The inability to insert the rate/sense portion of this lead into the port on a device is attributed to the lifted seal rings.

Event description:
It was reported that this sealing ring of this right ventricular (rv) lead could be rolled off and back on, that was noted during device change out. A risk-benefit for the patient at this time was to use the existing lead. The inner sealing ring was shortened to seal and seat properly in the header. The lead remains in service. No adverse patient effects were reported.